Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bl 22ga x 1.0in had a needle retraction failure. The following information was provided by the initial reporter: place of use of the device during the event: hospitalization description of incident or event: nursing assistant reports: I was in the process of cannulating the patient with a #22 safety yelco with serial number (B)(6), lot 5064037, manufactured on 03/01/2025 and expiring on 02/29/2028. When I pressed the safety button, it did not work and the yelco flew out. I jumped back, but the needle fell on my left forearm and pricked me. I went to the floor manager and shift coordinator to report the incident, then went to the emergency room to receive treatment. Recurrence: no device available for evaluation: no sample attached: no device description: catheter (insyte-n autoguard) 22g x 1 inch uni ref 381823 · lot: 5064037 · reference: 381823 · quantity claimed: 1 date of event: 09/07/2025 was the dm inspected and verified (tested if necessary) prior to use? Yes. Patient's health status after the event: patient unaffected. Information shared during the extraordinary committee of (B)(6) on (B)(6) 2025: - the clinical specialists confirmed they had no prior knowledge of the incident and only became aware of it through the quality report and the meeting invitation. - the head of vascular access at the clinic was contacted, who also lacked detailed information but confirmed that the incident was reported through technovigilance. - a client visit is scheduled for next week (tuesday, (B)(6) 2025) to investigate whether the person involved is new, whether they received training, and to define a work plan. - it was shared that account changes are underway and all relevant information will be sent via email to ensure continuity and transparency. - the clinical specialist clarified that the safety button must be activated inside the patient and the needle should retract, which is why it sounds strange that the catheter ¿flew out¿ and injured the healthcare professional. - the specialist reported that professionals at the institution have already been trained and are familiar with the product usage technique, but it should be verified whether the person involved in the event is new. - it was confirmed that there is no physical sample and that it has already been rejected. - the specialist suggested evaluating a catheter from the same batch, as a reference sample, in case a trend is identified indicating a possible failure of the safety device. - the specialist also suggested reviewing the global complaint history to check for any trends or other cases related to the same batch. - it was agreed that a preliminary evaluation of complaints for this batch/sku should be conducted before determining the need to follow up with the plant for sending a reference sample. - the specialist stated that if the action plan includes the need for client training, the minutes of the agreed actions with the client can be provided, followed by evidence of the attendance list for the training delivered. Additional information shared by the clinical specialist on (B)(6) 2025: "in follow-up to the reported event, I would like to inform that, after a meeting with the occupational health and safety (ohs) department of the institution, it was confirmed that the assistant involved in the incident is no longer employed by the institution. Following the incident, antiretroviral treatment was initiated and an initial medical leave of 2 days was granted, which was later extended to 6 days at the worker¿s request due to side effects from the medication. After this period, the health professional's contract was terminated. The (B)(6) department has expressed concerns regarding the incident, as such events are uncommon with the iag catheter technology. Therefore, in an effort to gather more information, a meeting will be arranged with the head of inpatient nursing to understand her perspective on the event and obtain further clarity." Based on available information, the following answers can be obtained for each question: - was there any harm to the healthcare professional¿s health? If so, please provide details. A: healthcare professional experienced adverse effects from the medication treatment. - was any medical and/or surgical intervention required due to the incident (imaging exams, surgery, medication administration, etc.)? Please detail. A: following the incident, antiretroviral treatment was initiated and an initial medical leave of 2 days was granted, which was later extended to 6 days at the worker¿s request due to side effects from the medication. - what is the current clinical status of the professional? A: no health injury/deterioration was reported. The hcp presents well clinical status. - the form indicates that the professional does not have adequate competencies: could you clarify whether this professional lacks training to use the medical device? A. No response - could you provide photos and/or videos of the product showing: catalog number, lot number, and the defect? A. No response. - the report attached to the email mentioned that a sample was available, but the email said the sample was not available. A. Sample not available.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381823 and lot number 5064037. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.